Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon that was found soon after placement. The catheter was inserted, and the patient alleged an uncomfortable feeling. The catheter was then removed. The catheter was inserted again and water was injected into the balloon. The balloon burst occurred immediately. There were no missing pieces of the balloon found.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a vertical balloon burst along the inflation lumen. No pieces of the sac were missing. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex." (B)(4).

Event description:
It was reported that there was damage to the balloon that was found soon after placement. The catheter was inserted, and the patient alleged an uncomfortable feeling. The catheter was then removed. The catheter was inserted again and water was injected into the balloon. The balloon burst occurred immediately. There were no missing pieces of the balloon found.